Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their insulin pump had beep anomaly. Customer stated buttons were neither pressed nor accidentally pressed. Customer reported the notification light was not blinking. Customer stated there was something nearby that beeps. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. ¿